Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. The pump history was downloaded at the user facility. A review of the history shows the pump delivered as programmed.

Event description:
The customer contact reported, the pump was delivering inaccurately. The device was returned to the biomedical engineering dept with a note that stated, "volume error possible." No specific programming parameters or pt info were provided. Reportedly, the total volume infused displayed on the pump did not match the volume that remained in the solution container. There were no reported adverse pt events, while the device was in clinical use. Though requested, no add'l info was provided.